Event description:
It was reported that during a procedure involving the pipeline vantage with shield technology, a ruptured, saccular aneurysm located at the right cavernous bend was being treated. The max diameter of the aneurysm was 5mm and the neck diameter was 4 mm. Landing zone: distal: 3 mm and proximal: 3.4 mm. The vessel exhibited severe tortuosity. The distal-most segment of the pipeline device failed to open despite multiple resheathing attempts, and the vantage failed to open across the entire aneurysm bend after 80% of the device was exposed. The device was positioned in a bend, affecting the middle and distal parts, and more than 50% of the pipeline had been deployed when it failed to open. The device was resheathed more than two times. There were no additional steps or other devices required to open the pipeline. Dual antiplatelet treatment was administered with a platelet reactivity unit level of 180. The angiographic result post-procedure showed good wall apposition with normal flow circulation in all distal arteries. The pipeline was removed from the patient along with the microcatheter. The vantage 4x20 was replaced with a pipeline shield 4x20, and the ped3 4x20 was completely removed with the phenom before the ped2 4x20 was taken. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis as found condition: the pipeline vantage was returned for analysis inside a sealed biohazard bag and a shipping box, but the braid was not returned. Damaged location details: the pipeline vantage tip coil was found without damage. The distal and proximal dps restraints and dps sleeves were intact, with no signs of damage. No defects were found on the re-sheathing maker or with the proximal bumper. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation and damage. No damage was noted on the pushwire. No other anomalies were found. Conclusion: based on the reported information and device analysis, the customer¿s complaint of ¿failure/incomplete to open at distal¿ was not confirmed, as the pipeline vantage pushwire was returned without the braid. No damages were noted on the pushwire. However, the cause of the failure to open could not be determined. Possible causes include severe vessel tortuosity and the user deploying the braid in the vessel bend. Since the braid was not returned, any contribution of the braid to the failure to open issue could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the cause of the event was most probably the acute bend of the cavernous segment where it failed to open.